Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for analysis and visual analysis noted flat creases and white particles on the device shell. A sharp opening was identified (a dimension measurement in the shell was performed which identify the thickness within specification). A fill inspection test was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.